Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient tests her blood glucose 6x daily and manages her diabetes with humalog insulin through pump therapy. The alleged issue began on the (B)(6) 2012. The patient continued to follow her usual diabetes management routine; however, reportedly changed her infusion site that same day. The patient allegedly was not able to test her blood glucose until she received the replacement meter lfs sent. The mss was advised the patient received her replacement meter the next day after contacting lfs. That same morning of (B)(6) 2012, the patient claims she felt symptoms of heart palpitations and shoulder pain which she associates with high blood glucose. The patient obtained a blood glucose result of "hi mg/dl" (over 600 mg/dl) with the replacement meter. The patient administered self an increased dose of humalog insulin (amount not specified) as treatment. The patient reportedly felt better that same afternoon. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.